Manufacturer narrative:
(B)(4).  Physio-control evaluated the customer's device but was unable to duplicate the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered off by itself after their vehicle hit a bump in the road. There was patient use associated with the reported event; however, no further details about the patient or the event were provided.

Manufacturer narrative:
As a precaution, physio-control replaced the device's battery pins and battery contact pcb assembly and ensured that all internal connections were secure. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further examined the removed battery contact pcb assembly and observed that the metal contacts were worn; however, no failures were observed. Physio also examined the removed battery pins; however, there was no wear or physical damage, and no failures were observed. The cause of the reported issue could not be determined.